Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the device was not ratcheting consistently. There was no alleged event. On june 22, 2017, it was clarified that the issue occurred during surgery. The event was not identified immediately upon opening the device and before first use and the event did not occur during the first ever use of the product. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on june 15, 2017 revealed that the ratchet did not move. The calibration was slightly out of specification but produced a passing sample mesh. The cutters were sent back to the customer without being tested. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 15, 2017 which included replacement of the roller, damaged comb, gears, and handle. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was not ratcheting consistently¿ was confirmed since during the initial inspection it was noted that the ratchet did not move. The reported event was confirmed since during the initial inspection it was noted that the ratchet did not move. While during the initial inspection it was noted that the ratchet did not move, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device not ratcheting consistently during surgery. No adverse events were reported as a result of this malfunction. The damaged comb was replaced as per the investigation results.